Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported a patient who had an inguinal hernia repair prior to (B)(6) 2018. A temporal relationship exists between pd therapy utilizing the liberty select cycler and the patient¿s adverse event of inguinal hernia requiring surgical repair. However, there is no documentation or evidence to support the liberty select cycler malfunctioned in any way causing the patient¿s inguinal hernia. Additional patient information was requested but was not provided. Should additional information become available, this clinical investigation will be re-evaluated accordingly.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A serial number was not provided, therefore the device history could not be investigated. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and the patient¿s adverse event of inguinal hernia requiring surgical repair. Hernias are a well-known potential complication of pd therapy. Increased intra-abdominal pressure during peritoneal dialysis due to the dialysate can create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures, and the surgical introduction of the pd catheter also increases the risk of hernia formation. Therefore, a possible causal association exists between pd therapy with the liberty select cycler and the patient¿s inguinal hernia. However, there is no documentation or evidence to support the liberty select cycler malfunctioned in any way causing the patient¿s inguinal hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.